Manufacturer narrative:
UDI+ (B)(4). Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model #: sc-4316, lot #: 18696251, description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection. Symptom was drainage. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was at the ipg site. It was believed that the infection was not device related.

Event description:
A report was received that the patient had an infection. Symptom was drainage. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was not procedure related.

Event description:
A report was received that the patient had an infection. Symptom was drainage. The patient was prescribed antibiotics and underwent an explant procedure.